Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and sample was in good condition. The ports were inspected to identify an occlusion and ports were in good condition. When the reservoir was activated it filled with air indicating that a flow was present on the ports. During sample evaluation it was verified that the plate was able to be opened and closed and it functioned properly. The sample does not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
It was reported the patient underwent mammary surgery and reservoir was attached to a drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. Following the procedure, the reservoir did not suction. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.